Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a gradual increase in pacing impedances on the right ventricular (rv) channel. The impedances were occasionally out of range and rv shock impedances were also noted to be high and out of range in some vectors. The physician suspected a change in the lead to tissue interface and elected to perform high output pacing. After the pacing delivery the pacing impedance decreased from 1975 to 1474 ohms. Boston scientific technical services (ts) reviewed data from the system and provided trouble shooting recommendations. It was also noted that a commanded shock had been performed in the past and had returned normal values. The physician has elected to continue monitoring the system. This ICD remains in service. No additional adverse patient effects were reported.